Event description:
It was reported that during a total lap hysterectomy the doctor positioned harmonic in the abdomen. With his first activation he went to cut and seal the round ligament of the uterus. On the second activation it was notice that the active blade of the harmonic instrument has snapped off. The instrument was removed and blade recovered safely. There was no other metal or solid object in the jaws of the instrument when activating. The procedure time was extended by five minutes. No adverse patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.